Event description:
It was reported that the t:slim x2 pump battery would not charge and a power source alert occurred, specifically alert 07. Despite this issue, there was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to leave the wall adapter plugged into a working outlet for at least 30 consecutive minutes, which successfully resolved the charging issue using the original charging supplies, and no further assistance was required.